Manufacturer narrative:
Additional information: pressure inflation issue was noted was during deflation. No leaks noted on the device and no reported damage to balloon catheter. No intervention was required to remove the balloon from catheter and the device was safely removed from the patient, no injury to the patient but the sheath was damaged in the process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a visual inspection of the device found that the balloon bond and the distal end of the outer shaft were stretched and kinked, the device was flushed and a 0.014¿ guidewire was loaded, an indeflator with pressure gauge was used to pressurise the balloon to its nominal pressure of 8atms but the balloon would not inflate, most likely due to the stretching and kinks the indeflator was then pressurised to its rated burst pressure (rbp) of 14atms balloon but the balloon would not inflate, most likely due to the stretching and kinks, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the percutaneous transluminal angioplasty nanocross 014 balloon, deflation and inflation difficulties occurred. The balloon catheter experienced deflation difficulties and slowed inflation. The balloon was not fully deflated and was removed with difficulty. The procedure was completed using a new device, which was not a medtronic device. The event occurred in the right superficial femoral artery, mid-location, with a lesion length of 120mm and an artery diameter of 5.1mm. The sheath used was a non-medtronic 6f, and the inflation device was a non-medtronic device with 50/50 contrast fluid. The instructions for use were followed without issue. No patient complications have been reported as a result of this event